Manufacturer narrative:
User reportedly stood up from their chair and fell onto an unknown part of their wheelchair. They allegedly injured themselves in this fall resulting in a puncture wound. Nature of complaint suggests a potential loss of balance and/or transfer error. Malfunction is not apparent. MDR filed based on alleged puncture wound received from falling onto their chair.

Event description:
When the consumer stood up from the wheelchair, he allegedly fell, landing on the metal protrusion on the footrest, resulting in a puncture wound to his right calf. The extent of the alleged injury is not known at this time.